Manufacturer narrative:
Exemption number e2015055. Approx 5 devices were received for evaluation; 5 events were confirmed during testing. Approx 5 devices were found to have fractured components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events in which the device disassembled. Approx 1 event had patient involvement with no patient impact. Approx 4 reported events had no known patient involvement or patient impact.